Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a failed battery test as well as no delivery alarm. Customer's blood glucose level at the time 360 mg/dl. Troubleshooting occurred. No significant event leading up to the incident was mentioned.